Event description:
Customer called to report that the insulin pump alarmed motor error during bolus and basal. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Customer stated that they were able to rewind the insulin pump. Advised discontinuation of the insulin pump. Assisted customer with clearing the alarm and advised customer to return the pump with the battery and basal rate zeroed out. Product is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.